Event description:
It was reported that the patient came to the office with the entire implant out, stating that it fell out. An x-ray showed there to be infection from an abscess. The implant was removed, the area was cleaned out and new bone and tissue were placed for future placement. Tooth location #14. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.